Event description:
It was reported that patient was seen to have high impedance when attempting to get an MRI. The device remains on after the MRI, despite protocol (per caregivers wishes) no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the surgery occurred- the generator only was replaced & high impedance was still seen. The lead was then also replaced. After this, the lead impedance was ok. The explanted device is noted to be a no return site and therefore product return will not be pursued. No other relevant information has been received to date.